Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the residual foreign material could not be identified since it is unknown if the reprocessing was conducted in accordance with the instructions for use. However, it is likely that the event occurred due to damage of image sensor unit or breakage of the mounting components of the electric board due to use stress, external factors, or handling. The "foreign object" event can be detected/prevented by following the instructions for use which state: the inspection method for the event is described as follows in the instruction manual (operation) "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 1. Visually and by hand, check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the control panel or scope connector. 3. Cracks, dents, bulges, edges, scratches, protruding metal wires from the inside, projections, sagging, deformation, bending, adhesion of foreign matter, falling off of parts, etc. Visually check that there are no abnormalities in the [inspection of forceps channel] 2. Insert the instrument through the forceps plug. 3. Visually and by hand, check that the treatment instrument comes out smoothly from the forceps channel opening at the tip of the endoscope and that no foreign matter is expelled. 4. Visually and by hand confirm that the instrument can be pulled out smoothly from the forceps plug. The inspection method for the "e315" event is described as follows in the instruction manual (operation) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". [Inspection of endoscopic images] 1. Observe the palm, etc. Using normal light observation images. 2. Confirm that the illumination light is emitted. 3. Adjust the amount of light to obtain a suitable brightness. 4. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image. 5. Operate the ud angle lever of the endoscope to bend the curved part. 6. Operate the endoscope's insertion tube rotation ring to rotate the insertion tube. 7. Confirm that there are no abnormalities such as the normal light observation image disappearing for a moment. 8. Align the up index on the insertion tube rotating ring with the up index on the control unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an evis lucera elite bronchofibervideoscope, there was a defective image during the procedure. The intended procedure was completed. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was foreign material coming out of the forceps channel. In addition, due to damage on the charged couple device unit, there was an error code e315. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (defective image) was confirmed. In addition to the foreign material in the forceps channel and the error code e315, additional evaluation findings were as follows: an error code e216 occurred, there was a water leakage due to a pinhole in the channel tube, the up/down plate, the universal cord, the control unit, the suction connector, the scope connector, and the scope connector cover unit were sticky, the universal cord had a scratch, the bending angle in the up direction did not meet the standard value, and the light guide bundle was slipping down and had breakage. Additional information obtained: the customer cleaned, disinfected and sterilized the device before sending it to olympus. The device was aspirated with water through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. The device was wiped/brushed with clean lint-free cloths, brushes or sponges. The customer brushed the instrument channel, instrument channel port, and suction cylinder. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.